Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Event description:
It was reported patient underwent an unknown procedure on an unknown date. During the procedure, serum was leaking from the lateral side of the cassette. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Device evaluation is being conducted by the supplier.

Event description:
It was reported that during an unknown procedure, serum was leaking from the lateral side of the cassette near the membrane site as the run/stop was activated. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Product likely failed due to user error, causing a crack in the cassette house. Evaluation completed by supplier.